Event description:
The product was used during a pulmonary nodule resection procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.